Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was malfunctioning intermittently; the touchscreen was "acting funny" and needed to be calibrated every 3 weeks. At this time, it is unknown if there was patient involvement at the time the issue was discovered. The customer called technical support to request the part number of the replacement touchscreen as the touchscreen was malfunctioning intermittently; the touchscreen was "acting funny" and needed to be calibrated every 3 weeks. The remote service engineer (rse) provided the customer with the part number of the replacement touchscreen for repair. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 08jan2026, the device was not on a patient at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) calibrated the touchscreen, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.